Event description:
The manufacturer received information alleging particles in tubing/chamber, related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on nov 12, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging particles in tubing/chamber, related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During an external and internal inspection, the manufacturer was observed ui (users interface) knob missing. All 4 non-slip pads missing from bottom enclosure. Dent on ui (user interface) panel next to ramp button. The air outlet port had dust-like contamination in it. Air inlet had tan dust-like and potential mineral contamination in it. Pca (printed circuit assembly) had dust-like contamination all over the top of it. Dust-like contamination on the top of the blower box lid and surrounding area and on the top of the blower motor and inside of the blower box. Bottom enclosure had dust-like contamination in it. Air inlet seal had yellowed and had dust-like contamination on it. The sound abatement foam was intact and had dust-like contamination on top of it. The source of contamination was most likely external to the device. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, that there was no evidence of sound abatement foam degradation. The manufacturer was unable to confirm the complaint of particles in tubing/chamber as customer tubing/chamber not returned. Sections d9, h2, h3 and h6 has been updated in this report.